Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: sedr01, ipg; implant: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited intermittent loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.